Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('infection (other) describe: pid') and irregular menstruation ('abnormal bleeding (general)irregular menustration') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included female genital operation in 2014, pregnancy in 2014, trichomoniasis in 2013, ectopic pregnancy in 2004, salpingectomy (right) in 2004, breech presentation, heart rate increased, delayed period and oximetry. Previously administered products included for an unreported indication: sertraline, nexplanon, antacid and depo provera. Concurrent conditions included bradycardia since (B)(6) 2017, snoring since (B)(6) 2017, steatosis hepatic since (B)(6) 2017, cholelithiasis since (B)(6) 2017, liver enzyme abnormal since (B)(6) 2017, essential hypertension since (B)(6) 2017, neisseria gonorrhoeae infection since 2013, chlamydial infection nos since 2005, arthralgia, discomfort, enthesophyte, flu vaccination, ethmoidal sinusitis, chest pain, myofascial neck pain, numbness, sinus headache, uti, dysuria, sore throat, swallowing painful, ear pain, congestion nasal, faint, kidney disorder, itching, knee sprain, feelings of weakness, pap smear, endocrine disorder nos and weird feeling. Concomitant products included metronidazole (flagyl) for itching as well as acetylsalicylic acid (aspirin low) since (B)(6) 2017, azithromycin since (B)(6) 2017, cefalexin (cephalexin) since (B)(6) 2017, diclofenac, glyceryl trinitrate (nitroglycerin) since (B)(6) 2017, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) since (B)(6) 2017, lidocaine;prilocaine (lidocaine/prilocaine) since (B)(6) 2017, metoprolol succinate since (B)(6) 2018, naproxen since (B)(6) 2017, omeprazole since (B)(6) 2018, phenazopyridine hydrochloride (pyridium) since (B)(6) 2018, salbutamol since (B)(6) 2017, sertraline hydrochloride (zoloft) since (B)(6) 2018, sulfamethoxazole;trimethoprim (bactrim) since (B)(6) 2018 and topiramate (topamax) since (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced irregular menstruation (seriousness criterion medically significant) and menstruation irregular ("irregular menustration"), 2 years 9 months after insertion of essure. On (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). On (B)(6) 2018, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety and depression") and depression ("psychological or psychiatric problems condition: anxiety and depression"). On (B)(6) 2018, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("hormonal changes describe: mood swings"), feeling abnormal ("hormonal changes describe: brain fog"), fungal infection ("infection (other) describe: yeast and pid"), glucose tolerance impaired ("autoimmune disorder type of disorder: borderline diabetic"), rash ("rashes or skin conditions type: rashes"), migraine ("migraines / headaches") and supraventricular tachycardia ("other injury(ies) or complication please describe: heart condition psvt") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, irregular menstruation, pelvic pain, dyspareunia, menorrhagia, vaginal haemorrhage, menstruation irregular, mood swings, feeling abnormal, urinary tract infection, fungal infection, anxiety, depression, glucose tolerance impaired, rash, migraine, weight decreased and supraventricular tachycardia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, feeling abnormal, fungal infection, glucose tolerance impaired, irregular menstruation, menorrhagia, migraine, mood swings, pelvic inflammatory disease, pelvic pain, rash, supraventricular tachycardia, urinary tract infection, vaginal haemorrhage, weight decreased and menstruation irregular to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2017: urine : hcg: negative. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: significant amendment done - company causality comment added. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pelvic inflammatory disease ('infection (other) describe: pid'), irregular menstruation ('abnormal bleeding (general)irregular menstruation') and genital haemorrhage ('general abnormal bleeding') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included female genital operation in 2014, third trimester pregnancy in 2014, trichomoniasis in 2013, ectopic pregnancy in 2004, salpingectomy (right) in 2004, breech presentation, heart rate high, delayed period and oximetry abnormal. Previously administered products included for an unreported indication: sertraline, nexplanon, antacid and depo provera. Concurrent conditions included bradycardia since (B)(6)2017, snoring since (B)(6)2017, steatosis hepatic since (B)(6)2017, cholelithiasis since (B)(6)2017, liver enzyme abnormal since (B)(6)2017, essential hypertension since (B)(6)2017, neisseria gonorrhoeae infection since 2013, chlamydial infection since 2005, arthralgia, discomfort, enthesophyte, flu vaccination, acute ethmoidal sinusitis, chest pain, myofascial neck pain, numbness, sinus headache, uti, urination pain, sore throat, swallowing painful, ear pain, congestion nasal, felt faint, kidney pain, itching, knee sprain, feelings of weakness, pap smear abnormal, endocrine disorder and weird feeling. Concomitant products included metronidazole (flagyl) for itching as well as acetylsalicylic acid (aspirin low) since (B)(6)2017, azithromycin since (B)(6)2017, cefalexin (cephalexin) since (B)(6)2017, diclofenac, glyceryl trinitrate (nitroglycerin) since (B)(6)2017, hydrocodone;paracetamol (acetaminophen;hydrocodone) since (B)(6)2017, lidocaine;prilocaine since (B)(6)2017, metoprolol succinate since (B)(6)2018, naproxen since (B)(6)2017, omeprazole since (B)(6)2018, phenazopyridine hydrochloride (pyridium) since (B)(6)2018, salbutamol since (B)(6)2017, sertraline hydrochloride (zoloft) since (B)(6)2018, sulfamethoxazole;trimethoprim (bactrim) since (B)(6)2018 and topiramate (topamax) since (B)(6)2018. On (B)(6)2014, the patient had essure inserted. On (B)(6)2017, the patient experienced irregular menstruation (seriousness criterion medically significant) and menstruation irregular ("irregular menstruation"), 2 years 9 months after insertion of essure. On (B)(6)2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract/ urinary tract infection"). On (B)(6)2018, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety and depression/ psych injury") and depression ("psychological or psychiatric problems condition: anxiety and depression/ psych injury"). On (B)(6)2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)/ dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("hormonal changes describe: mood swings/ hormonal changes"), feeling abnormal ("hormonal changes describe: brain fog"), fungal infection ("infection (other) describe: yeast and pid"), glucose tolerance impaired ("autoimmune disorder type of disorder: borderline diabetic"), rash ("rashes or skin conditions type: rashes"), migraine ("migraines / headaches/ migraine"), supraventricular tachycardia ("other injury(ies) or complication please describe: heart condition psvt"), headache ("headaches"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, pelvic inflammatory disease, irregular menstruation, genital haemorrhage, dyspareunia, menorrhagia, vaginal haemorrhage, menstruation irregular, mood swings, feeling abnormal, urinary tract infection, fungal infection, anxiety, depression, glucose tolerance impaired, rash, migraine, weight decreased, supraventricular tachycardia and headache outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dyspareunia, feeling abnormal, fungal infection, genital haemorrhage, glucose tolerance impaired, headache, irregular menstruation, menorrhagia, migraine, mood swings, pelvic inflammatory disease, pelvic pain, rash, supraventricular tachycardia, urinary tract disorder, urinary tract infection, vaginal haemorrhage, weight decreased and menstruation irregular to be related to essure. The reporter commented: plaintiff received treatment for dyspareunia (painful sexual intercourse), general abnormal bleeding, psych injury, urinary tract infection. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6)2017: urine : hcg: negative.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet received. Events general abnormal bleeding and headaches were added. Essure removed was reported. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('infection (other) describe: pid') and genital haemorrhage ('abnormal bleeding (general)irregular menstruation') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included female genital operation in 2014, pregnancy in 2014, trichomoniasis in 2013, ectopic pregnancy in 2004, salpingectomy (right) in 2004, breech presentation, heart rate increased, delayed period and oximetry. Previously administered products included for an unreported indication: sertraline, nexplanon, antacid and depo provera. Concurrent conditions included bradycardia since (B)(6) 2017, snoring since (B)(6) 2017, steatosis hepatic since (B)(6) 2017, cholelithiasis since (B)(6) 2017, liver enzyme abnormal since (B)(6) 2017, essential hypertension since (B)(6) 2017, neisseria gonorrhoeae infection since 2013, chlamydial infection nos since 2005, arthralgia, discomfort, enthesophyte, flu vaccination, ethmoidal sinusitis, chest pain, myofascial neck pain, numbness, sinus headache, uti, dysuria, sore throat, swallowing painful, ear pain, congestion nasal, faint, kidney disorder, itching, knee sprain, feelings of weakness, pap smear, endocrine disorder nos and weird feeling. Concomitant products included metronidazole (flagyl) for itching as well as acetylsalicylic acid (aspirin low) since (B)(6) 2017, azithromycin since (B)(6) 2017, cefalexin (cephalexin) since (B)(6) 2017, diclofenac, glyceryl trinitrate (nitroglycerin) since (B)(6) 2017, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) since (B)(6) 2017, lidocaine; prilocaine (lidocaine/prilocaine) since (B)(6) 2017, metoprolol succinate since (B)(6) 2018, naproxen since (B)(6) 2017, omeprazole since (B)(6) 2018, phenazopyridine hydrochloride (pyridium) since (B)(6) 2018, salbutamol since (B)(6) 2017, sertraline hydrochloride (zoloft) since (B)(6) 2018, sulfamethoxazole;trimethoprim (bactrim) since (B)(6) 2018 and topiramate (topamax) since (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menstruation irregular ("irregular menstruation"), 2 years 9 months after insertion of essure. On (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). On (B)(6) 2018, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety and depression") and depression ("psychological or psychiatric problems condition: anxiety and depression"). On (B)(6) 2018, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("hormonal changes describe: mood swings"), feeling abnormal ("hormonal changes describe: brain fog"), fungal infection ("infection (other) describe: yeast and pid"), glucose tolerance impaired ("autoimmune disorder type of disorder: borderline diabetic"), rash ("rashes or skin conditions type: rashes"), migraine ("migraines / headaches") and supraventricular tachycardia ("other injury(ies) or complication please describe: heart condition psvt") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, pelvic pain, dyspareunia, menorrhagia, vaginal haemorrhage, menstruation irregular, mood swings, feeling abnormal, urinary tract infection, fungal infection, anxiety, depression, glucose tolerance impaired, rash, migraine, weight decreased and supraventricular tachycardia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, feeling abnormal, fungal infection, genital haemorrhage, glucose tolerance impaired, menorrhagia, menstruation irregular, migraine, mood swings, pelvic inflammatory disease, pelvic pain, rash, supraventricular tachycardia, urinary tract infection, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test on (B)(6) 2017: urine : hcg: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2019: pfs and mr received- previously reported event¿ injury¿ updated to ¿infection (other) describe: pid¿, new events-¿ hormonal changes describe: mood swings and brain fog , abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract , psychological or psychiatric problems condition: anxiety and depression, autoimmune disorder type of disorder: borderline diabetic, rashes or skin conditions type: rashes, migraines / headaches, dyspareunia (painful sexual intercourse), weight gain / loss specify which one: weight loss , pain ,other injury(ies) or complication please describe: heart condition psvt, abnormal bleeding (general) irregular mensuration , irregular mensuration and essure confirmation test not done¿, product indication and implant date , concomitant drugs, lab data and medical history, new reporters were added.